Manufacturer narrative:
(B)(4). Mfg. Site name- (B)(4). Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. There was no damage along the body of the fiber and the fiber face within the sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the distal tip was bright, clear and scattered with effective transmission of 70.4 %. There was no aiming beam escaping along the length of the fiber. The condition of the returned device does not confirm the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a versapulse powersuite 20 watt laser. According to the complainant, during the procedure and inside the patient, the laser fiber was illuminating green along the body of the fiber from the tip to the connection with the laser. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip was detached.